Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter was broken as the patient pulled it out. It was later reported per additional information received via email on (B)(6) 2019 from ibc representative, there were no missing pieces.

Event description:
It was reported that the catheter was broken as the patient pulled it out. It was later reported per additional information received via email on 7 may 2019 from ibc representative, there were no missing pieces.

Manufacturer narrative:
The reported event was confirmed as use related. Per evaluation, the catheter was cut off into two pieces. Based on the event description, this complaint was assigned as user related since it was mentioned that the catheter was pulled and broken by the patient. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]"